Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 420 mg/dl and 600 mg/dl. Customer experienced flu. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin shots and bolus. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was under delivering. Customer stated auto mode feature was active at the time of incident. The insulin pump and reservoir will not be returned for analysis.